Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a .018 guidewire was kinked prior to use. The guidewire was discarded, and a new guidewire was utilized for the planned impella cp implant. There was no patient harm.

Manufacturer narrative:
The investigation for the product damage has been completed. No product was returned for evaluation. Clinical details noted that 0.0180" guidewire was kinked prior to using. A new 0.0180" guidewire was taken from a separate impella kit and was used to successfully insert impella cp. The root cause of the product damage was unable to be determined as no product was returned for analysis.